Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off and did not alarm and also reported that there was scratches on the screen makes it hard to read in certain lighting. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had rejected battery within the last couple of month and insulin pump lost date and time when changing battery before. The customer also stated that going through batteries really fast and had a1 code and e code in december or january. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss unknown anomaly, audio/vibrate anomaly/absence of alarm , e/a alarm and failed battery test alert due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. Insulin pump received with minor scratched lcd window.